Event description:
Event description guidant received information that during pre-implant testing after a cap reform the local guidant representative interrogated this boxed implantable cardioverter defibrillator (ICD) and found the battery voltage at 3.14 volts. The rep interrogated the device the next day and still found the battery voltage to be low. The device was returned to guidant for analysis.